Manufacturer narrative:
Updated e1 - initial reporter facility name, address 1, city, zip/post code.

Event description:
It was reported that shaft break occurred. A single/021/swan/1ro/130 direxion catheter-infusion broke during power injection. A different device was opened to complete the procedure. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A single/021/swan/1ro/130 direxion catheter-infusion broke during power injection. A different device was opened to complete the procedure. There were no patient complications reported.